Event description:
It was reported that hls set 7.0 will not read the tart (arterial temperature). Customer changed cables and consoles but it was still saying it was disconnected. Customer had to replace with a new kit. No harm was reported. Complaint ID: (B)(4).

Manufacturer narrative:
The affected product was not yet returned to the manufacturer. The investigation is ongoing.

Manufacturer narrative:
The reported event occurred in USA. The following complaint information was provided to maquet cardiopulmonary: "hls 7.0 will not read the tart (arterial temperature) during patient treatment. Customer changed cables and consoles but it was still saying it was disconnected. Had to replace with a new kit." The affected product was investigated at the laboratory of the manufacturer. No external damage was found during an initial visual inspection of the complaint sample. The entire system was still filled with blood. The electronic components were also checked, with the hls connector, the flexible conductor and the sensors showing no abnormalities. However, traces of corrosion could be found on the sensor housing in the sensor area of the blood outlet connector. During a subsequent sensor and function test, it was determined that both the arterial pressure and the temperature sensor had failed. The traces of corrosion indicate electrochemical corrosion of the electronic components. This type of corrosion occurs when an electrolyte such as saline or general priming fluid is involved. If an electrical voltage is applied, the corrosion process is accelerated. The corrosion and the resulting damage and deposits can affect the electronics and lead to the total failure of electronic components. Thus the reported failure "will not read arterial temperature" was confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).